Event description:
It was reported that during a follow-up, fastpath summary showed 4 episodes diagnosis of vf. Stored egm revealed noise on the ventricular channel. The lead will be replaced during the device changeout at eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.